Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while checking the cuff, prior to use on a patient, the cuff would not deflate. The stylet was removed but still the cuff was not deflated. There was no patient involvement.

Manufacturer narrative:
One sample returned for evaluation contained in its original opened unit pack. Visual examination showed no sign of any defect. The returned unit was inflated with the stylet wire contained in the tubing. The returned unit deflated without any issue. The returned unit was inflated/deflated three times without any restriction noted. The returned unit was re-inflated without the stylet wire and deflated without any issue. The reported defect could not be detected on the unit returned for evaluation with or without the stylet wire contained in the tubing. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.